Manufacturer narrative:
The filshie clip was not returned to u.s. Distributor (cooper surgical inc) or MFR (femcare-nikomed ltd) for eval. This event also reported by femcare-nikomed u.s. Distributor cooper surgical inc - report # 1216677-2011-0004. (B)(4).

Event description:
On (B)(6) 2006, the doctor performed a female sterilization filshie clip tubal ligation procedure with no problems reported. On (B)(6) 2010, the pt called the doctor and explained that for 15 months she had been suffering pelvic pain. The doctor sent the pt for a CT scan which revealed that a filshie clip was loose (floating) within the pt's abdomen. No specific location reported. On (B)(6) 2011, the doctor performed a laparoscopic procedure to remove the loose filshie clip.